Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# (B)(6) serial#. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 06-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep). Rep states the patient's insr is beeping and unresponsive when trying to recharge their stimulator. Rep states they met with the patient yesterday and the patient was unable to get the antenna in a good spot to show the coupling. The patient told the rep this is "always happening". Rep was unsure when this began. Additional information received from the patient. Patient called from phone number on file saying that they had seen manufacturing representative (rep) yesterday and rep had advised patient to call patient services (ps) for assistance with finding the "sweet spot" when charging. Patient said that sometimes it would take them up to 5 minutes to get the wr to connect to charge the implant and said that this was an issue that they've been experiencing on and off and didn't give an exact event date. Patient was using wireless recharger and did not have a handset, patient has a programmer. During call ps walked patient through how to position wr with drape. Pt was able to locate implant and start charging session but the wr would disconnect while charging implant. After hard reset of wr the patient was able to charge implant successfully. Ps asked patient if they had any changes at the implant site. Patient said they had fallen so they needed an MRI of their shoulder. Patient said yesterday at the healthcare providers office with the rep they "hooked it up" and apparently one of the leads had an issue. Pt said that the cable coming of the implant was more sensitive than it used to be. Ps redirected patient to healthcare provider. Additional information received from manufacturing representative (rep). Rep reported they impedance test was ran for MRI eligibility where the impedance was out of range. Rep reported that electrode 8 had an impedance measurement of 2,677. Rep reported that impedance issue is not affecting patients therapy.